Manufacturer narrative:
The reported events were dislodgment, failure to capture, and a helix mechanism issue. As received, a complete lead was returned for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported during the implant high capture thresholds, helix was unable to extend causing dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.